Event description:
It was reported that the bag fell off, while attempting to remove the pouch. The contents did not spill into the pt. The dr was able to remove the bag out through the abdomen incision. The case was completed with no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.